Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a faulty sensor. The customer claims the sensor was missing the electrode. The customer is returning the sensor for analysis, and a replacement is being sent out. The patients' blood glucose was unknown.

Manufacturer narrative:
A complete analysis and testing of 5 opened and used enlite sensors. Performed a visual inspection and found 1 of the 5 sensors failed due to the cannula was retracted 3 of the 5 failed with bent insertion needles inside of the sensor base and the remaining sensor passed per specifications with accurate readings. Unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used.